Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A continuity test was completed to assess the lead electrical performance. The results throughout this test were within normal limits. Visual inspections of the helix housing and neck regions of the lead noted blood/body fluid contamination along with some tissue intertwined in the helix. Analysis concluded tissue on the helix could cause high impedances, depending on how much was there at the time of implant. No further anomalies were found with the lead.

Event description:
Boston scientific received information that during an implant procedure, this lead exhibited a high out of range pacing impedance measurement of greater than 4000 ohms. The lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.